Event description:
It was reported that the bd alaris smartsite pump infusion set had a bulge / balloon in silicone segment / pump segment. The following information was provided by the initial reporter: I am reporting an incident we experienced with a bd alaris pump infusion set ref (B)(4). We only used one tubing set. Unfortunately, we do not have the saved packaging to report the specific lot number. We have narrowed the lot down to either (10)25125451 or (10)25055230. Administration set attached to base solution bag and primed with base solution. Chemotherapy compounded appropriately. Dose delivered to nursing unit via team member hand-off. Nursing administered dose via appropriate alaris pump set up procedures. Several hours after administration initiated pump alarm sounded alerting nurse of rate flow error. Upon evaluation, the nurse discovered bulging below upper pump fitment in pump segment line.

Manufacturer narrative:
Device evaluation: two photos were taken by the customer that verify the tubing ballooning in the silicone segment. There is a potential root cause for this issue that is related to clinical practice when loading the set into the pump. Please refer to the instructions for use (IFU) of the product. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.